Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the customer had an MRI and forgot to remove his insulin pump. Caller stated the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to motor encoder signal out of phase.